Manufacturer narrative:
Additional information was received that the original complaint was reported in error. There was no malfunction that would result in loss of mechanical ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to end user 08/15/2025 and 08/20/2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.